Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose levels; an exact value was not provided. The customer declined to troubleshoot and declined to provide further information with tandem technical support.